Manufacturer narrative:
The following device were also listed in this report: device name# ti dur reg fluted stem18x155mm; cat# 64786725; lot# unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Information received from (B)(4) indicates the following: recurrent dislocation. All components removed. Left knee.